Event description:
It was reported that a tl60 was used during an unknown procedure. It was reported by the affiliate that the instrument was applied to the rectum in order to staple and divide it. The guiding pin was closed before any tension, due to manipulating the instrument. The instrument was closed without undue tension and the marker was in the correct position. The safety clip was deactivated and the device fired. When the instrument was removed, the device had not managed to staple the rectal stump, although some staples were seen from below. The staple line then came apart on introduction of the cdh device.